Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00010 (uretex), 9615742-2012-00011 (avaulta posterior system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior system".

Event description:
Procedure alleged: pelvic organ prolapse and stress urinary incontinence. Reportedly, the pt underwent treatment for pelvic organ prolapse and stress urinary incontinence, and according to the pt's surgery implant record, an anterior cystocele, posterior rectocele, and suburethral sling. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was cervical uterine prolapse, cystocele, rectocele and stress incontinence the procedures performed were transvaginal hysterectomy with anterior and posterior repair, mesh placement times 2, vaginal vault suspension, suburethral sling and cystoscopy. The complications post avaulta anterior, avautla posterior biosynthetic support system and uretex mesh implant were cramps, pain in back, pain extended from her back to her feet, numbness in her legs and feet, felt something moving inside, constant infections, was no longer able to have a sexual relationship with her husband and depression.